Event description:
Additional info provided by the ophthalmologist indicates that the pt's visual acuity prior to cataract surgery was 20/30 and that her current visual acuity is 20/25. The ophthalmologist indicates that he does not feel the iol malfunctioned.